Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set did not stick properly. The patient used intravenous preparation (IV prep) and the infusion set would not stick properly. Blood glucose levels were adversely affected and reported in the 300s (mg/dl). Blood ketones were reported at 0.7 (no units provided). The patient used multiple daily insulin (mdi) to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-01980, 2183502-2016-01981, 2183502-2016-01987, 2183502-2016-01992, and 2183502-2016-01993.